Event description:
We have been informed that the pt had stuck between alpha relief mattress and bed side supports previous night. There were no injuries reported, however, there were bruises. Customer thinks the mattress was too small for the bed. The alpha relief is 86cm wide. Ref #MFR 1000381138-2014-00002.